Event description:
Pt went to the o.r. In 2004 for open reduction internal fixation of a fracture of the left humerus. Initial xrays showed fracture fragments in good position; however an x-ray done in 2004, revealed the fracture of the mid shaft of the humerus is no longer transfixed by the side plate and multiple screws. The patient's arm was placed in a sling.